Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that it was questioned as to why longevity will only be 3-4 years. The device remains in use. No patient complications have been reported as a result of this event.